Manufacturer narrative:
Based on the evaluation of the fabius logfile in the manufacturer¿s lab, logfile entries were found pointing to a failure of the ventilator unit on the reported date of event. On-site, the evaluation of the affected device by the responsible service technician revealed a nonfunctional ventilator motor to be the root cause for the reported symptom. In case the fabius shuts down automatic ventilation, the device will generate an audible alarm and a visible alarm message "ventilator fail" will be displayed. In this case automatic ventilation is not possible. The user can switch to manual ventilation as described in the instructions for use. Monitoring is still functional. The fabius motor asm has brushes, ball bearing, commutator disk and a spindle which are affected from aging caused by wearing. The kollmorgen motor asm, that was installed in the objected device, has been designed for a durability of >10 years (5 hrs/day, 5 days/week). The involved motor is approx. 11.5 years old and reached the estimated lifetime which is known from other similar cases. After replacing the ventilator motor, the device passed all service tests according ipm-l dräger service procedure. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.

Event description:
It was reported there was a ventilator fail with the fabius. There was no injury to the patient.